Event description:
Additional information was received that there was no patient involvement and the issue was discovered during testing.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. During investigation the pump was power up and displayed lec 1871. Simulated use testing was able to download event log and able read out the pump error log but unable to run the pump. The event log verifies that the event occurred (two 1871 alarms recorded). According to the investigation, error code 1871 is motor_timeout2. During further investigation the pump was opened, and motor was locked. Service replaced the pump motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump "exhibited constant error 1871" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.